Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg reached end of life. As a result the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
Information unintendedly omitted from the initial report.

Event description:
Additional information received identified the patient failed to charge the ipg as recommended prior to the procedure. As a result the ipg was deemed inoperable. Effective therapy was established post operatively.